Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b and c codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a channel error occurred and the clinician was unable to troubleshoot the error. The hospital¿s biomedical engineering team determined faulty fluid side pressure sensor likely caused the channel error. Pressure sensor was replaced, and device returned to service. There was patient involvement but no harm.

Event description:
It was reported that a channel error occurred and the clinician was unable to troubleshooting the error. The hospital¿s biomedical engineering team determined faulty fluid side pressure sensor likely caused the channel error. Pressure sensor was replaced, and device returned to service. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.